Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis using a gore® dryseal flex introducer sheath. Stenosis and calcification were identified in the right external iliac artery before the procedure. When the 12fr sheath was advanced into the right external iliac artery, strong resistance was felt. Intraoperative angiography imaging reveled a dissection at the right external iliac artery. The physician proceeded to embolize the right internal iliac artery and place an additional gore® excluder® aaa endoprosthesis contralateral leg component to treat the dissection. The patient tolerated the procedure. The physician reported the dissection of the right external iliac artery was expected as severe stenosis was present.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data. H6: code 213.